Event description:
It was reported that the ventilator did not alarm for high or low pressure (no audible or visual alarm) while connected to a patient. No patient harm reported.

Manufacturer narrative:
Na.